Event description:
Report received stating that the tool broke off during craniotomy. The surgeon continued the procedure using a new tool and no anomalies were reported. No patient impact was reported. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that m2, the material used for this tool, is a hard and brittle steel. Impact defects provide initiation points for fatigue failure. The likely cause was identified as bending fatigue when the tool impacted a hard object during use, producing a notch which propagated across the tool. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to track and trend this complaint type. (B)(4).

Manufacturer narrative:
Device has been received for evaluation, however, results are not yet available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.